Manufacturer narrative:
Correction from h6 evaluation conclusion codes: failure to follow instructions, d1101 to unintended use error caused or contributed to event, d1102 e1 - initial reporter facility name: (B)(6) school of medicine. Device evaluated by MFR.: the device was returned for analysis. Visual inspection was observed that the main coil, the introducer sheath and the delivery wire were returned. It was necessary to make a cut in the introducer wire to remove the coil. It was observed that the main coil was bent and stretch at the primary coil and zap tip section, also, stretch, kinked and detached at the coil arm section. No more damages were observed. The functional analysis was not able to be performed due the main coil and the pusher wire not interlocking. Dimensional inspection of the main coil of zap tip outer diameter (od) and primary coil od passes the test.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that advancing difficulties were encountered. The target lesion was located in the fundus gastric veins. A 15mm x 40cm .035 interlock cube coil was selected for embolization. During the procedure, a 5f non-boston scientific angiographic catheter was used and successfully delivered the first coil. When the second coil was pushed into the distal ostial of the angiographic catheter, there was an obvious resistance occurred. The delivery could not continue so the coil was withdrawn. The procedure was completed with another model coil. No complications were reported, and the patient's status was stable. However, returned device revealed the main coil was detached at the coil arm section.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection was observed that the main coil, the introducer sheath and the delivery wire were returned. It was necessary to make a cut in the introducer wire to remove the coil. It was observed that the main coil was bent and stretch at the primary coil and zap tip section, also, stretch, kinked and detached at the coil arm section. No more damages were observed. The functional analysis was not able to be performed due the main coil and the pusher wire not interlocking. Dimensional inspection of the main coil of zap tip outer diameter (od) and primary coil od passes the test.

Event description:
Reportable based on device analysis completed on 22dec2023. It was reported that advancing difficulties were encountered. The target lesion was located in the fundus gastric veins. A 15mm x 40cm .035 interlock cube coil was selected for embolization. During the procedure, a 5f non-boston scientific angiographic catheter was used and successfully delivered the first coil. When the second coil was pushed into the distal ostial of the angiographic catheter, there was an obvious resistance occurred. The delivery could not continue so the coil was withdrawn. The procedure was completed with another model coil. No complications were reported, and the patient's status was stable. However, returned device revealed the main coil was detached at the coil arm section.